Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the master tool manipulator (mtm) and remote arm controller (rac). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The mtm has been returned and evaluated by the failure analysis team. Issue was confirmed in artemis but could not be reproduced during surgical fixture test platform (sftp) testing. On initial sftp startup, the unit did not display system information; after upgrading firmware to p11_b818 and then downgrading back to p11_b803, the mtm initialized normally and was able to complete testing. Visual inspection found no defects related to the complaint, and after software recovery the field error did not recur; all functional tests passed with no abnormal behavior. The rac has been returned and evaluated by the failure analysis team. The rac was returned for failure analysis after a field report of system fault error 26005; while the error was noted in the remote fe report (confirming the event occurred in the field), the issue could not be reproduced during in-house testing. Visual inspection found no abnormalities related to the complaint, and when installed on a golden system the rac programmed successfully and completed 10 power cycles with 1-hour idle periods without generating any errors; subsequent review of the system error logs also showed no recurrence of error 26005. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that after a da vinci-assisted surgical procedure, user informed the field service engineer (fse) that the left master tool manipulator (mtml) was causing errors. There was no report of patient involvement or patient injury.